Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. The implantable cardiac monitor exhibited false pause episode due to under sensing. The patient had a holter device installed to confirm the pause observed was appropriate, however it was pseudo-pause by the device. It was suspected that the false pause episode might have been due to transient loss of contact between the tissue and the device and was later resolved. The patient was in stable condition.